Event description:
It was reported that the lead was capped. The physician believed that the lead had been positioned/implanted in an anterior position and crt therapy could be better achieved by implanting another lead in the mid posterior lateral position.